Manufacturer narrative:
Supplemental correction report is being submitted following a review of this complaint file to update device and lot number to unknown.

Event description:
Supplemental correction report is being submitted following a review of this complaint file to update device and lot number to unknown.

Event description:
(B)(6) 2016 date of first implant procedure due to liver metastasis from ovarian cancer. 2 stents placed in trans gastric evo-10-11-6-b lot c1154740. Stents were placed in each other. Patient received chemotherapy on (B)(6)2016 to (B)(6)2018. Stent partial migration (B)(6)2016. 13 days post procedure. Resulting in inability to perform intended function and replacement. Treatment endoscopic intervention placement of new stent. 2 stents side by side (only one is from cook) one stent migrated leading to an angulation with the higher prothesis. The site determined the event to possibly be related to the study device. (B)(4). Re-current biliary obstructions (B)(6)2017. 367 days post procedure. Due to tissue or tumor overgrowth. Obstruction noted to be within a study stent. Treatment endoscopic intervention placement of new stent. The site determined the event to not be related to the study device or procedure, related to progression of cancer. (B)(4). Re-current biliary obstructions (B)(6)2017. 521 days post procedure. Due to tissue or tumor overgrowth. Obstruction noted to be within a study stent. Treatment endoscopic intervention placement of new stent. The site determined the event to not be related to the study device or procedure, related to progression of cancer. (B)(4). Re-current biliary obstructions (B)(6)2018. 925 days post procedure. Due to tissue or tumor overgrowth. Obstruction noted to be within a study stent. Treatment endoscopic intervention placement of new stent. The site determined the event to not be related to the study device or procedure, related to progression of cancer. (B)(4). Patient death (B)(6)2018. Due to biliary sepsis. This file will capture the second onset of biliary obstructions 521 days post procedure. Patient outcome: all three reinterventions for recurrent biliary obstruction were noted to be successful. On (B)(6)2018, the patient died of biliary sepsis.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.